Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia') and genital haemorrhage ('abnormal bleeding (general') in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included uterine bleeding and menstruation frequent. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"), 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), mood swings ("mood swings/mood swings (general"), cystitis ("infection (bladder/ urinary tract/vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), migraine ("migraine/headaches"), nausea ("nausea"), psychological trauma ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation on (B)(6) 2017 and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, migraine, nausea, psychological trauma, visual impairment, weight fluctuation, uterine leiomyoma and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, mood swings and vaginal discharge had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2005 and on (B)(6)2006. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2006: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2016: hypoechoic lesion in the central aspect of the uterus probably a fibroid. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea (cramping), uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs & mr received- new events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dyspareunia(painful sexual intercourse), fatigue, mood swings, infection(bladder/urinary/vaginal), migraine/headaches, nausea, psychological or psychiatric problems or condition, vaginal discharge, vision/eye problems, weight gain/loss, dysmenorrhea (cramping) and uterine fibroids were added. The outcome of event menorrhagia was updated from unknown to recovered. Medical history and lab data were added. Patient's height and race were added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2005 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, menorrhagia, she did not undergo confirmation test. Reporter information, date of birth were added. Essure insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.